Manufacturer narrative:
Device eval summary: device evaluation of battery pack (B)(4) has been completed. The reported problem was confirmed. Upon evaluation, the connector was damaged and pin 4 was bent. The battery had a broken white wire off one of the cells, causing the charger fault. The broken wire caused an open connection between the battery cells and the pca board in the battery. The root cause of the broken wire and bent pins has not been positively determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) male patient's daughter contacted zoll lifecor customer support to report that her father's charger displaying "battery fault" messages. The battery also showed no charge when inserted into the monitor. The patient was sent a replacement battery pack.